Manufacturer narrative:
A synergy xd 3.00/16mm stent delivery system was returned for analysis. A visual examination of the stent found the device found no stent attached. The balloon cones were reviewed, and there were in a deflated state with signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section found no issues.

Event description:
Reportable based on device analysis completed on (B)(6) 2023 it was reported that crossing difficulties were encountered. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment; however, the stent failed to cross due to the tortuosity and angulation of the lesion. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed a detached stent.